Event description:
The following information was provided: the primary surgery was conducted on (B)(6) 2023. The revision surgery for a cup loosening replacement was conducted on (B)(6) 2026, and during which it is founded that the cup broken and the screw loosening. The screw had come loose and was cutting into the liner sliding surface. The surgery was completed with implanted non-stryker products.